Manufacturer narrative:
(B)(6). It was noted that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that preloaded device was defective which is haptic stuck to haptic. There was patient contact with the product. No further information available.